Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections a4 (updated weight), b3 (updated incident or event date), b5 (updated the summary), h6 (added health effect - clinical code 1905, 1912 and their related health effect - impact code 4613, 4613) and h6 (medical device problem code 4001 has been added) with this report. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.75 ozf-in). Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. No fluid leaks were noted on inpen. Inpen working as design. Unable to verify alleged high bg and low bg's. Therefore, the customer concern of leadscrew anomaly, insulin leaking, and inpen not working could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced hyperglycemia and was treated with manual injection. The customer experienced hypoglycemia and was treated with carb intake. The customer will discontinue the use of the device. The product mmt-105elpkna was returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged having this problem for a month now that the inpen is leaking. The customer reported no adverse event. The event involved product mmt-105elpkna. Troubleshooting was not performed. No harm requiring medical interventions were reported. The product mmt-105elpkna will not be returned for analysis.